Manufacturer narrative:
The returned cable was evaluated. During inspection, the cable passed visual analysis and software testing; however, failed functional analysis due to open connections in cable on the green and white conductors along the length of the cable. A ¿sensor off patient" error message displayed; which would have prevented the unit from being able to engage in monitoring activities.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported sensor's led turned off without providing an error message. No patient impact or consequences were reported.